Event description:
A report was received that the patient is experiencing discomfort at the pocket site after non device related weight loss. The physician performed a pocket revision procedure where the pocket site was moved to a more comfortable location.